Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went to the pain clinic without oxygen tank. Phone messages were left regarding severe hyperkalemia, but patient did not respond to the messages. Upon returning home, the patient complained of shortness of breath and did not respond to a higher level of oxygen flow. Several minutes later, the patient lost consciousness and had a weak pulse. Ems intubated and brought the patient to the hospital where he was declared expired. There is no known allegation from a health professional that the death was related to the device.